Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. A supplemental medwatch report will be submitted upon completion of the clinical investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was admitted to the hospital on an unknown date in (B)(6) 2017 and subsequently expired. Medical records were received and revealed the patient had expired on (B)(6) 2017 due to cardiac arrest. The serial number of the patient's dialysis cycler was unknown. Medical records were received and were being reviewed by a post market surveillance clinician.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. Conclusion: although a temporal relationship may exist between the last ccpd treatment (unknown when the last treatment occurred in the hospital) and the events of cardiac arrest and subsequent patient expiration, there is no documentation supporting a possible causal association between the liberty cycler, any fresenius products and the patient¿s expiration. The patient had a highly complex medical and cardiac history including grade 2 systolic congestive heart failure(chf),microcytic hypochromic chronic anemia, leukocytosis, c-difficile colitis, diabetes mellitus-insulin dependent, hypertension and peritonitis with septic shock that required a one month inpatient hospitalization (B)(6) 2017 which may have been contributory to patient¿s subsequent expiration. Additionally the patient¿s end of life decision had been previously made in the patient¿s previous medical records (one month inpatient hospitalization (B)(6) 2017).

Event description:
Source documents and received end stage renal disease (esrd) death notification were reviewed by a post marker surveillance clinician. It was reported on (B)(6) 2017 during a follow up call to the peritoneal dialysis (pd) patient¿s clinic registered nurse (rn) that this (B)(6) female patient was hospitalized and subsequently expired on (B)(6) 2017. Prior to the hospitalization it appeared the patient was residing in a nursing home. Review of the received esrd death notification from the pd clinic documents the patient¿s death occurred in the hospital and patient had been receiving continuous cycler-assisted peritoneal dialysis (ccpd) therapy, with the primary cause of death listed as withdrawal from dialysis /uremia, and the secondary cause of death being cardiac arrest. Review of the pd patient¿s medical records denoted the code status in medical records: do not resuscitate (dnr) do not intubate (dni) and do not compress (dnc).